Event description:
Coil did not deploy after multiple attempts. Removed from patient, no harm. Another balt coil successfully utilized. We have the coil if needed. Renal embolization 1/16. F230700402.